Event description:
It was reported that the 2600 system image is not normal size on the tower monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brightness and contrast were adjusted during the service call. The system was tested and found to be working as intended and put back into service.